Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was unknown. Customer reported blank display. The customer did not provide details regarding symptoms and treatment of high blood glucose. The device was expected to be returned for analysis.